Event description:
It was reported to philips that the device experienced a failure during operational testing. Upon further clarification, it was determined that the test that failed was a general systems test failure for an internal memory failure. The device was received by bench repair. An evaluation was performed by an authorized bench technician and the reported issue was confirmed to be a general systems test failure for the internal memory. As such it was determined that the processor pca needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. The processor pca was replaced to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.

Event description:
It was reported to philips that the device experienced a failure during operational testing. There was no patient involvement.